Event description:
It was reported that the instrument was used during a bowel resection.it was reported by the rep that the surgeon placed the instrument on the bowel and attempted to fire the linear cutter. The surgeon could not advance the firing knob. The surgeon opened the instrument and withdrew instrument. Another tlc55 was opened and the procedure was completed. There was no consequence to the pt.